Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon rupture after a few hours of insertion. As a result, another catheter was inserted. Additional information stated that it is unknown if the additional catheter was placed in the same insertion site. No additional information reported regarding medical intervention. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the balloon rupture after a few hours of insertion. As a result, another catheter was inserted. Additional information stated that it is unknown if the additional catheter was placed in the same insertion site. No additional information reported regarding medical intervention. Patient condition reported as "fine".